Event description:
The customer's certified diabetes educator (cde) called to report a potential pod failure without an alarm. A new pod was applied in the morning, and later that evening, high bgs (546 - greater than 600mg/dl) with ketones were experienced. The pod was removed and a manual insulin injection via syringe was administered. When the pod was removed, the adhesive pad was taken off which revealed "brown liquid circulating in the pod". The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.